Event description:
Event description guidant received information that this pacemaker had a non-guidant atrial lead with a bipolar impedance greater than 2500 ohms. The unipolar impedance was 460 ohms. Technical services suspects an outer coil fracture of the lead or a device setscrew issue. Technical services recommended leaving the lead in unipolar mode until it can be checked further.